Manufacturer narrative:
The report of the rod backing out was confirmed based on films provided to seaspine. The root cause has not been identified as there have been no devices or instruments removed for evaluation. No revision surgery is planned at this time, as the patient declined a revision. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
Observation of films taken post-operatively on (B)(6) " 2921", show rod slippage. The first screw is in the bone; however, the rod is not in the set screw as expected. The rod can be seen below the level of the first screw. There is no indication of the set caps floating. The surgeon states that it was a difficult case with major deformity in the patient, as well as poor bone quality. The patient declines further action. As such, the surgeon will monitor the patient.